Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a procedure in which the rv lead was misplaced through and perforated the aortic valve. The patient was referred back to a cardiologist for evaluation and consideration for valve replacement procedure. It was noted that the patient had a valve repair previously. No adverse patient effects were reported. Additional information indicated that a revision procedure was performed and the lead was explanted.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.